Event description:
It was reported that the patient was experiencing burping or diaphragmatic stimulation. It was noted that the patient was symptomatic whenever lying or leaning on the left side, or eating or drinking too much. No further information was available.

Manufacturer narrative:
Correction: upon review, the left ventricular lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.